Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the medical records allege that the filter tilted and a limb projected medially outside the ivc wall. The physician reported that a few legs of the filter likely extend into small branches communicating with the ivc, and it is possible that the legs of the filter engaged small collateral branches communicating with the ivc at or shortly after the filter was placed. A CT scan performed approximately 4 years after implantation allegedly demonstrated a tilted filter with a single leg projecting in a lumbar vein. Based on the medical records, filter tilt and unintended movement can be confirmed. The investigation is inconclusive for a limb perforating the ivc as it is unknown whether a limb was outside of the ivc or projecting into an accessory vein. The health care provider reported that filter leg migration was possibly propagated by patient motion or conceivably interval thrombus which resulted in a change in orientation of the filter apex. Labeling review: the current IFU (instructions for use) states: - warnings: movement, migration or tilt of the filter are known complications of vena cava filters. - potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Approximately five days post vena cava filter deployment, patient presented to emergency department with complaints of groin pain, abdominal pain and leg pain. Approximately five years post vena cava filter deployment, CT scan demonstrated a single filter limb projection in a lumbar vein.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient had a ivc filter deployed successfully in the infrarenal region. The filter was deployed for a history of pe, continued clinical symptoms despite anticoagulation and a recent abnormal pulmonary cta. Approximately five days post vena cava filter deployment, the patient presented to the ER with complaints of groin pain, abdominal pain and pain in both legs. A CT of the abdomen and pelvis demonstrated an ivc filter satisfactorily positioned in the ivc inferior to the level of the renal vein, a filter leg projecting medially into the adjacent retroperitoneum, no evidence of thrombus within the ivc or in the common femoral veins, no evidence of dvt and no evidence of a hematoma in either groin. No other acute abnormalities were noted, and the patient was discharged in stable condition. Approximately six months post vena cava filter deployment , the patient elected to proceed with an attempted filter retrieval. After access was gained into the right ij, fluoroscopy demonstrated a difference in filter angulation since the final images performed upon placement of the filter. Fluoroscopy also demonstrated a filter leg extending medially outside the confines of the ivc and a few legs of the filter likely extending into small branches communicating with the ivc. The health care provider (hcp) reported that a risk of injury to the ivc or the small communicating branches exists if elective filter retrieval attempts are performed. Filter retrieval was not attempted. The patient was reported to be hemodynamically stable. Approximately four years post vena cava filter deployment a cta of the chest and abdomen demonstrated an infrarenal ivc filter with a tilted axis below the level of the renal veins, and a single filter leg projecting in a lumbar vein. The hcp reported that the projecting filter leg is stable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five days post vena cava filter deployment a CT scan demonstrated a filter limb extending outside the ivc wall. Approximately six months post vena cava filter deployment, the patient elected to proceed with a scheduled attempted filter retrieval. Fluoroscopy demonstrated filter tilt, a filter limb extending outside the ivc wall and a few of the filter legs likely extending into small branches communicating with the ivc. The hcp reported that a risk of injury to the ivc or small communicating branches exists if elective filter retrieval attempts are performed. No attempt was made to retrieve the filter. The patient was reported to be hemodynamically stable.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient with a history of pulmonary embolism had a vena cava filter deployed successfully in an infrarenal position. Approximately five days post vena cava filter deployment, the patient presented to the emergency department with complaints of groin pain, abdominal pain and pain in both legs. A computed tomography (CT) scan of the abdomen and pelvis demonstrated the filter satisfactorily positioned in the inferior vena cava (ivc) inferior to the level of the renal vein, a filter leg projecting medially into the adjacent retroperitoneum, no evidence of thrombus within the ivc or in the common femoral veins, no evidence of deep vein thrombosis and no evidence of a hematoma in either groin. No other acute abnormalities were noted, and the patient was discharged in stable condition. Approximately six months post vena cava filter deployment, during scheduled filter retrieval, imaging demonstrated a difference in filter angulation since the final images performed upon placement of the filter. Imaging also demonstrated a filter leg extending medially outside the confines of the ivc and a few legs of the filter likely extending into small branches communicating with the ivc. The physician indicated that risk of injury to the ivc or the small communicating branches exists if elective filter retrieval attempts were performed. Therefore, the decision was made to leave the filter in place. The patient was reported to be hemodynamically stable. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for unintended movement, filter tilt, and perforation of the ivc. The investigation is inconclusive for retrieval difficulties. Per the reported events, the health care provider reported that filter leg migration was possibly propagated by patient motion or conceivably interval thrombus which resulted in a change in orientation of the filter apex. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five days post vena cava filter deployment, the patient presented to the emergency department with complaints of groin pain, abdominal pain and leg pain and a CT scan demonstrated a filter limb extending outside the ivc wall. Approximately six months post vena cava filter deployment, during scheduled retrieval, fluoroscopy demonstrated filter tilt, a filter limb extending outside the ivc wall and a few of the filter legs likely extending into small branches communicating with the ivc. The hcp reported that a risk of injury to the ivc or small communicating branches exists if elective filter retrieval attempts are performed. No attempt was made to retrieve the filter. The patient was reported to be hemodynamically stable. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated the ivc wall and the filter was tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.